Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - no electrical continuity due to corrosion on distal end. - due to adhesive peeling of distal end, distal end is not secured. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the bronchovideoscope had no electrical continuity due to corrosion on distal end, and that the distal end was not secured due to adhesive peeling. There was no patient involvement.